Event description:
A customer obtained erroneously high troponin (accu tni) results for multiple patients. A) the initial accu tni results were in the range of 0.41-90.57ng/ml. B) subsequent testing produced accu tni results in a lower clinical reference range. C) for one patient lower accu tni result was obtained initially and a result above the ami cut-off upon repeat. The results were not reported out of the lab; no affect to patient treatment was reported.

Manufacturer narrative:
There were no reports of event log messages generated with this event. No result flags were found on the archive data file. A field service engineer (fse) was dispatched: a) the fse conducted several performance tests; diagnostic testing partially failed. B) the fse noted "white" residue on several parts indicating splashed/spilled wash buffer, which had dried. The mixers had some dried wash buffer around them and the mixer rollers were extremely stiff. C) the fse replaced several hardware components, and cleaned the wash wheel. D) the fse repeated the diagnostic testing which passed. E) the system was verified as performing within published performance specifications. Hardware issues may have contributed to this event. A malfunction will be assumed for the purpose of this report.